Event description:
On (B)(6) 2013: the dialyzer ((B)(4)) was used for hemodialysis (hd). Fifteen minutes after start of treatment, blood pressure decreased to unmeasurable and patient kicked and struggled in shock. Blood is dialyzer and tube were requested to the patient and physiological saline (300ml) were administered, then blood pressure recovered to 110mmhg.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-21sa is identical model to rexeed-21s marketed in u.s. From the analysis result, it is difficult to conclude there were any abnormalities on performance of the dialyzer and the dialyzer itself. We also reviewed manufacturing records, quality records of lot #7zzbzg. As a result, no abnormality was found in records. (B)(4). The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th edition." John t daugirdas et. Al., lippincott, williams and wilkins, 2006.